Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial report, additional information became available. It was determined that the loss of connection was related to the mobile application. Data investigation confirmed loss of connection. The probable cause was the transmitter and application were unable to complete a data transfer.